Event description:
This is report 6 of 6. It was reported from (B)(6) during incoming inspection, it was observed that there was "residue in the sterile package" of the device. The device was not used in surgery. No injuries or medical intervention were reported. The exact date of the event was unknown. Although, the reporter clarified the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.